Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were returned. A non-maquet sheath was returned approximately 42.9cm from the iab tip. The inner lumen is bent. A kink was observed on the catheter tubing approximately 0.5 cm from the y-fitting. The inner lumen was observed to be broken approximately 72.6cm from the y-fitting. The membrane was observed to be broken approximately 71.8cm from the y-fitting. The optical fiber was found broken in three different locations 0.5cm, 14.9cm and 74.9cm from the y-fitting, respectively. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Event description:
It was reported that after approximately five days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer disconnected the fiber optic connector and connected the transduced inner lumen for the arterial pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).